Event description:
This lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2012 due to under sensing. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).